Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Furthermore, the device was explanted and replaced.

Manufacturer narrative:
The device was returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found, alert sounded for low battery voltage.

Event description:
It was reported that the patient did not hear the alarm for elective replacement indicator (eri) on their device even though the audible signal was programmed to high for several months. In the office the audible signals were demonstrated and well heard. The device will be replaced due to eri. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.